Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter was reading inaccurately high compared to their feelings and/or normal readings as well as when compared to another device. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy issue first occurred on (B)(6) 2016 at 5:30pm. At this time the patient obtained a blood glucose reading of "469mg/dl" with the subject meter which was higher than their feelings and/or normal results. In addition, the patient also obtained a blood glucose reading of "537mg/dl" with the subject meter and "292mg/dl" on another device over 30 minutes later. The patient manages their diabetes with insulin (no adjustments) and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that half an hour after the alleged inaccuracy occurred they developed the symptoms of "dizzy, shortness of breath and had a tough time walking". In response to these symptoms the patient went to the emergency room (e.r) where they were treated by a healthcare professional. At the time of the initial call the patient was unable to provide details of the specific treatment which they were provided with. At the time of troubleshooting the cca noted that unit of measure was set correctly on the subject meter. However, the test strips being used were expired. The products were requested back for evaluation and replacement products were sent to the patient. Although the test strips the patient was using had expired and the comparisons being made are invalid, this complaint is being reported because the patient obtained inaccurately high readings on the subject meter which led to them requiring treatment from a hcp as a result of the alleged product issue.